Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during a hospitalization in 2020, this patient was catheterized without deflating this artificial urinary sphincter (aus) cuff, leading to urethral erosion followed by infection. The patient later underwent a procedure to explant all aus existing components and replace with a new device. No additional patient complications were reported and the patient is expected to fully recover.